Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After an aortic extender endoprosthesis was deployed proximally and ballooning using a non-gore balloon catheter was performed, angiography confirmed a localized dissection proximal to the aortic extender endoprosthesis, below the right renal artery. As a treatment, an additional stent graft was implanted proximally to just below the right renal artery, and a bare metal stent was implanted in the left renal artery. The physician reportedly stated as follows: the ballooning may have been too strong. Another factor may have been that the proximal neck was slightly shaggy.